Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was additionally noted that the cardiac resynchronization therapy defibrillator (crt-d) and leads had eroded through the skin. The device and leads were moved to the right side and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(Initial aware date = (B)(6) 2020). If information is provided in the future, a supplemental report will be issued.